Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device exhibited premature battery depletion and was found to be at end of life. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
Correction: interrogation of the device revealed the device was in backup mode and eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited premature battery depletion and was found to be at end of life. The device was explanted and replaced on (B)(6) 2019. The patient's condition was stable after the procedure. Further information was requested but not received.